Event description:
It was reported that there had been breakage and leakage at the purple port. The operator of the device was a health professional, and the event occurred at the hospital while in use with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.